Manufacturer narrative:
Concomitant products: 20ml monoject syringe; 250ml braun bag (lot #j5p069, exp. 11/17); 500ml braun bag (lot #j5p151, exp. 05/18, ndc 0264-7510-10); non-bd secondary set; 250ml braun bag (lot #j6a149, exp. 01/18); therapy date (B)(6) 2016. The customer¿s report that a texium cap (adaptor) came apart while disconnecting the syringe from the line was confirmed. No anomalies or evidence of damage was observed upon visual inspection. Functional testing was performed; a leak at the texium/smartsite connection point was observed when a specific user technique was used to disconnect the syringe (with connected texium adaptor) from the smartsite port of the extension set. When one hand was used to secure the barrel of the syringe and the other hand was used to secure the extension set while turning counter-clockwise, the syringe unscrewed and detached from the texium adaptor, confirming the customer¿s report. However, when one hand was used to secure the texium adaptor (on the syringe) and the other hand was used to secure the extension set while turning counter-clockwise, the syringe with the texium adaptor still attached was removed from the smartsite port. In the second technique, the rotational force/torque applied when unscrewing to disconnect can only affect one connection: the connection between the smartsite port (of extension set) and the texium adaptor. As a result, disconnection is successful without the possibility of the syringe detaching from the texium adaptor. In the first technique, the rotation force/torque has the potential to affect two connections: the connection between the smartsite port and the texium adaptor and also the connection between the texium adaptor and the syringe. Since the texium adaptor is a standalone and not bonded to the syringe, then it is possible for this connection to become unscrewed and disconnected as well, resulting in the customer¿s experience. The recommended technique is therefore to isolate the area where disconnection is intended to occur so that there is not an unintended disconnection at a different location. The probable cause that a texium cap (adaptor) came apart while disconnecting the syringe from the line was determined to be user technique.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that after the patient received a 5fu IV bolus which had a texium cap attached to a 20ml luer lock syringe, the rn tried to disconnect the syringe from the line and the texium cap came apart from the syringe causing normal saline to back flow from the cap. No patient harm reported.